Event description:
A veran territory manager/sales representative was on-site when the following event occurred. During the case set up, the sales representative tried to export the plan from the sys-0185 (spinplanning laptop workstation) to the sys-4000 (spin thoracic navigation system, 120v, 60hz) over spin link, but the spin link transfer had a yellow caution symbol. Troubleshooting was performed with veran technical support (vsupport), but the spin link connection would not work. The sales representative then tried to transfer the plan over a universal serial bus (usb), but he continued to receive a message that the data could not be uploaded. After trying two more usb's, the sales representative discovered that the information technology (it) department at this site blocks usb use, and that a special encrypted usb was needed. The doctor decided to move forward with the procedure using fluoroscopy, in conjunction with the already-planned radial endobronchial ultrasound (ebus). There was a 1-hour delay during troubleshooting, during which the patient was under anesthesia. The procedure was successfully completed. Further follow-up was performed, and the nurse manager confirmed there was no harm to the patient, other than being under anesthesia for a prolonged period of time. After the case, the sales representative worked with the hospital's it department. They performed troubleshooting for the spin link and found that the ip addresses assigned to the systems were on different networks and this is why spin link was not working. Once this was corrected, the spin link worked as it should. It at the hospital provided the sales representative with an encrypted usb to use in the future. This report is being submitted for the prolonged anesthesia. There was no confirmed malfunction of any veran device.

Manufacturer narrative:
The issues were resolved on-site by correcting the issue with the ip addresses, and by obtaining an encrypted usb.